Event description:
It was reported that patient experienced discomfort at the battery site. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was kept at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.